Event description:
It was reported that the patient experienced severe withdrawal, was in a lot of pain and was hallucinating. The patient was given fentanyl IV and was "ok." The patient was in the ICU for a few days. The motor stall did not recover. The device was replaced. It was noted there was no injury. Per reporter, "I believe the patient is doing well now."

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly with corrosion. A proximal segment of the catheter was received, including the pump connector. Analysis of the catheter segment found no significant anomaly.

Manufacturer narrative:
Catheter model: 8709, lot #: j10870r18, implanted: (B)(6), explanted: unk.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Device troubleshooting was done and it was indicated that the pump would be replaced. Drugs delivered via the device were fentanyl and bupivacaine. Additional information has been requested, a follow-up report will be sent when it becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.